Event description:
It was reported that the pt had elevated blood glucose levels as high as 473 mg/dl. She went to the hospital for elevated glucose levels and ketones, but was not treated there. She used injection therapy in addition to her infusion device because she suspected that her infusion device is not delivering enough insulin.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.